Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14320 model: sc-1432 serial:(B)(6) batch: 216540.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the patient had lead migration. The patient underwent a lead and ipg replacement procedure, and the patient was doing well postoperatively. The explanted device components were not returned per facility policy.